Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized due to a stroke unrelated to their implanted system in (B)(6) of 2017. During their hospitalization high in-range pace impedance measurements were noted. Boston scientific technical services (ts) reviewed device trends and found measurements had been increasing for approximately gradually since march of the previous year suggesting possible calcification of the lead tip. Increasing pacing threshold measurements were also reported. As there was no impact to therapy the physician chose to continue monitoring the patient. Approximately 16 months later in (B)(6) of 2018, out of range pace impedance measurements were observed. The patient will continue to be monitored, however, ts provided suggestions for additional evaluation of the implanted system should the physician choose to investigate further. No adverse patient effects were reported.